Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implant period of approximately 65 months, oversensing without inappropriate therapy was reported. At the moment, biotronik has no further information with regard to a revision procedure. The lead was not returned.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data and diagnostic images. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the ICD functions to be as specified. The returned jpg file has been analyzed. The analysis revealed the presence of noise in the rv and farfield channels, in agreement with the clinical observation. Furthermore the provided x-ray images were analyzed showing two dual coil shock leads in vivo. One of the leads, presumably the lead under complaint, demonstrated a kink in the clavicular region. A subclavian crush syndrome which might have led to the clinical observation cannot be excluded. Furthermore the intracardiac portion exhibited an increased slack of the lead body with multiple turning points which also might have affected the leads stress level during the service time. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned data confirmed the clinical observation. Based on the information available for analysis, there was no indication of an ICD malfunction. However, the integrity of the lead cannot be assured. In particular a subclavian crush syndrome cannot be excluded. Should further relevant information or the devices themselves become available, this investigation will be updated.